Manufacturer narrative:
(B)(6). The device was manufactured (B)(6) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The reporter stated that the day after the device had been connected to the patient, the balloon was found not to have deflated. The device had been filled with 6000mg cefazolin in 0.9% sodium chloride solution. The nurse removed the device and checked the patient¿s peripherally inserted central catheter (PICC) access. The PICC was reported to be ¿fine¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.